Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery during manual prime. The customer's blood glucose reading was unknown at the time of incident. Troubleshooting advised customer to remove set and disconnect reservoir and needle and to change catheter but the pump alarmed again. The customer was advised that the device would be replaced and to return the product for analysis. No further details given.